Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with symptoms of fatigue. During lv capture test, the implantable cardioverter defibrillator exhibited post paced t-wave oversensing. It was noted that the oversensing was happening during activity and during a stress test. It was decided to continue monitoring the patient. Patient was stable.